Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element mr ous 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. The hypotube was broken at approximately 228mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion identified 2 kinks in the midshaft. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery (lcx). After a 0014 guidewire was advanced, a 2.75x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the shaft broke outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.